Event description:
The pt reportedly experienced intermittency after replacing the external equipment. Additional troubleshooting with external equipment was performed. Programming changes were attempted. The problem was not resolved. A company rep confirmed that the device was not functioning. Advanced bionics is in the process of gathering more info; once more info is available, a supplemental report will be submitted.